Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device longevity had dropped abruptly. An in-house manual calculation was performed and revealed that the previous estimate was high due to overestimation by the programmer and that the current longevity was accurate. It was noted that there was no defect in the device battery and that the longevity estimate is expected to be accurate going forward.